Event description:
Patient received right ureteroscopy and lithotripsy using fortec medical laser device with urology team. After laser was being used for the lithotripsy portion, a "nitinol tipless stone extractor" (ref g17627; lot 14430975; production date 12-20-2021; exp date 12-20-2024) was used to extract the stone. The "basket" portion of the nitinol tipless stone extractor was retained in the patient. Another nitinol tipless stone extractor device was used to retrieve the previous "basket." The attempt by doctors to remove the retained portion of the device was unsuccessful. Urology team was able to successfully place a stent for patient in the right ureter. Per surgeons, patient will be rescheduled for another procedure before discharge. Patient was stable upon exiting the operating room and arrival to pacu (post-anesthesia care unit). Device package was given to operating room managers. Patient with impacted stone. While trying to dislodge ureteroscopically, stone basket broke. Patient will require an additional procedure for her stone percutaneously but is not directly related to this equipment failure. Spoke with doctor. She stated "~5% of the basket was left around the stone. She will need a percutaneous approach to the stone due to its size and location, at which time we can see if there are any fragments of basket left behind/remove then." Also stated, basket broke "likely due to too much traction" but not "due to contact/interference with laser or faulty basket."